Event description:
The dealer alleged, the chair is giving a right brake fault.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.